Manufacturer narrative:
The field service representative documented issue appears to be sampling related. Possible causes include tube not standing up straight in rack or bubbles in sample. He checked the analyzer by running calibration, controls and patients. Additionally, the customer noted they are using false bottom tubes and the tube does not fit firmly in the rack. They are using rack adapters but indicated they are not sure of correct way to install. Customer was informed of appropriate installation of rack adapters within the rack.

Event description:
Customer states she had a low flier for creatinine kinase (ck) today. Two plasma tubes were collected on one patient (tube a and b). Tube a was tested for ckmb, it was elevated with a result of 5.69 ng per ml and therefore, reflexed to run a ck. The result of the ck was 1469 u per l. A ck on tube b recovered 33 u per l. Customer states they caught this low result because it did not match patient's previous results (ck=1600 u per l) and they manually ordered test again giving 1479 u per l. The low ck result was not reported. Repeat testing was performed on same analyzer as initial testing. No other patients or assays were affected. Erroneous results were not reported.